Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode delivered an inappropriate shock due to noisy signals oversensing, sense b noise is suspected. The provocative maneuvers were performed using the secondary vector, as the primary vector was not acceptable at all. Noise was observed during the maneuvers, but it was clearly identified. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the available information and in the absence of product return, it can be concluded that expected or well-understood factors most probably contributed to the event, as the reported observations are covered by the instructions for use (IFU).

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode delivered an inappropriate shock due to noisy signals oversensing, sense b noise is suspected. The provocative maneuvers were performed using the secondary vector, as the primary vector was not acceptable at all. Noise was observed during the maneuvers, but it was clearly identified. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.